Event description:
It was reported a vacora driver malfunctioned during a breast biopsy. After the doctor primed the needle and fired it, the driver went dead even though it was fully charged. The doctor was unable to initiate the biopsy sequence. The doctor reset the needle a few times by opening and relocking the lid, while the probe was still in the breast. On the 3rd or 4th attempt, the drive came back to life, went a few seconds into the biopsy sequence and then died again. The doctor had to yank the probe out of the patient's breast in a partially opened position. The doctor reported that the driver lid is not fully closing.

Manufacturer narrative:
The DHR was reviewed and confirmed that the lot met release criteria. The sample has not arrived at the manufacturing site for evaluation to date.